Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced an infusion set issue in which the cannula came off loose event on (B)(6) 2026. Due to this event the patient was experienced anxiety & off symptoms. The infusion set was reinserted and the pump restarted, with no significant off symptoms noted. No additional information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.